Event description:
A malfunction was reported on a customer's pump, which did not cause any adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact technical support if any issues reappear, confirming their understanding of the instructions given.